Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The master tool manipulator (mtm) was further analyzed. The failure investigation confirmed both errors were replicated during sftp testing. The unit was installed on an in-house platform and the sine cycle test was run. The unit failed for three errors on multiple attempts, likely due to a shoulder encoder failure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
On 3-jan-2025, the following additional information was obtained: upon completion of advance investigation from engineering, failure analysis concludes that the shoulder motor was the root cause of the issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site, confirmed errors 23068 and 23069 and replaced the master tool manipulator (mtm) to resolve the errors. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and found to have no failures. The unit was installed on an in-house system, and powered up normally with no errors at startup. Performance testing was done and the mtm was exercised in normal mode for approximately 10 minutes. The system was hard power cycled and si performance testing was done again with no errors or issues. The unit passed sine cycle with no issues.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site, confirmed errors 23068 and 23069 and replaced the mtm to resolve the errors. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to have the intuitive surgical, inc. (Isi) device returned, but it has not been received for failure analysis investigations.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an issue with the right master tool manipulator (mtmr). The customer said that the mtmr was faulting with repeated recoverable faults at startup that the customer was unable to recover. Prior to calling, the customer power cycled the system with no change. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer hard cycle the console and the tower with no change. The customer confirmed error 23068 was displayed on the screen. The system event logs confirmed errors 23068 and 23069 reported by mtmr (shoulder). The customer set the phone down and then ended the call before the tse could gather any additional information. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no issues noticed during system setup. The issue occurred after port placement and docking at the beginning of the procedure. The customer decided to abort the procedure because they were unable to resolve the reported issue. The procedure was canceled and was not continued in any other modality. There were no post-operative complications with the patient due to canceling the procedure.